Manufacturer narrative:
Cable wrapped around wheel causing it not to roll.

Event description:
It was reported by service report that the pt left head wheel was stuck. No pt involvement or adverse consequences are reported.